Manufacturer narrative:
(B)(4). The customer returned one unit of product pcvsh3 2.9mm percutaneous shaft, 29cm length for investigation. The returned shaft was visually examined with and without magnification. Visual examination of the returned shaft revealed that the metal actuation shaft is separated from the shaft assembly indicating that the lock tube has been damaged. The tip of the metal piece is visibly bent. No other defects or anomalies were observed. The IFU for this product l06749 was reviewed as a part of this complaint investigation. The IFU states, "overloading the instrument by exerting excessive forces may cause the medical device to break, deform, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend deformed instruments back to their original position." A corrective action is not required at this time as the observed damage and the time of discovery indicates that the product was damaged as a result of operational context. The reported complaint that the shaft bent during use was confirmed based upon the sample received. A device history record review was performed on the shaft with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage and the time of discovery, operational context caused or contributed to this event. The IFU for this product states, "overloading the instrument by exerting excessive forces may cause the medical device to break, deform, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend deformed instruments back to their original position." No further action will be taken.

Event description:
The surgeon was attempting to extracorporealize the shaft with the scissor tip attached. The shaft bent and could not be extracorporealized. The incision was enlarged and the device was removed directly through the skin. The surgeon attached a new shaft to complete the procedure. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product 2.9mm percutaneous shaft, 29cm length, lot #73f1600520 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon was attempting to extracorporealize the shaft with the scissor tip attached. The shaft bent and could not be extracorporealized. The incision was enlarged and the device was removed directly through the skin. The surgeon attached a new shaft to complete the procedure. The patient's condition was reported as fine.